Manufacturer narrative:
The bipap a40 pro (rjp2110x16b) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was replaced with an alternative device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and blower assembly were replaced to address the issue.